Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(4) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported complaint. Fse found loose fitting from sample nozzle tubing to pressure head. Tightened fitting and ran 3 levels of controls for two analytes successfully. The aia-360 instrument is functioning as intended. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 30dec2016 through aware date (B)(4) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 2011 "air detected [sample]" error is generated when there is no contact with the liquid surface after sample suction. The solution is for the customer to contact the service department. The most probable cause of the reported event was due to loose fitting connecting sample nozzle tubing to pressure head.

Event description:
On (B)(6) 2018, customer reported getting error code 2011 "air detected [sample]" during a run on aia 360 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, prog ii, e2, fsh, and lh ii. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.